Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 10 mg/ml for a total dose of 1.453 mg/day via an implantable pump. It was reported the patient pump was alarming. It was noted it started with a long beep about a month ago. It was noted that last night ((B)(6) 2020) it turned to a 2 tone alarm and is down to 12 minutes apart. The patient mentioned they moved. The last time the pump was filled was in (B)(6), and the patient was told by their healthcare professional (hcp) they did not need to get it filled until (B)(6). On the call the patient looked at their printout and it said to refill pump before (B)(6) 2020. It was reviewed the alarm could be empty pump. The patient was working on finding an hcp and was sent listings. The patient did find a hcp, but they haven't checked the pump yet. The patient also mentioned that they pain management has been slowly going out of control, and the patient was not getting any morphine. The patient was redirected to follow up with their hcp to address pump alarm. No further complications were reported.